Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to the high blood glucose and diabetic ketoacidosis. The customer's blood glucose level was 876 mg/dl at the time of the hospitalization. The customer was in the intensive care unit for 2 days and took 6 days for recovery. The insulin pump will not be returned for the analysis.